Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The broken off part is still stuck in the also received insertion handle and cannot be removed. In general, the driving cap presents hammer marks (dents) from hammering; otherwise, the part is in a good condition. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Document/specification review: drawing was reviewed during this investigation. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification of 423 - 468 hv10 per drawing. Inspection sheet: m8 thread of this lot pass all inspection steps during manufacturing without any deviations. Summary: the complaint condition is confirmed as the threaded tip of the driving cap is broken off. This production lot (1l79393) was manufactured in march 2019 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on these findings we have to assume that there was a loose or insufficient connection with the insertion handle. Please note, in order to ensure a correct load transfer, it is crucial to have an appropriate connection and the driving cap should be tighten with the ratchet wrench. (See also surgical technique). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part number: 03.010.523 , lot number: 1l79393, manufacturing site: bettlach, release to warehouse date: 04. Mar. 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: concomitant device: radiolucent insertion handle frn (part# 03.033.001, lot # 1l13643, quantity: 1), radiolucent insertion handle frn (part# 03.033.001, lot # l785883, quantity: 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that during a bilateral open reduction internal fixation (orif) of femurs the driving cap/threaded (03.010.0523) from both femoral recon nail (frn) sets snapped/broke in the radiolucent insertion handle (03.033.001) whilst being hammered and backslapped from the jig during the case. An additional set was opened however, the same issue occurred again but there was just enough depth on second guide to allow case to continue. The procedure was successfully completed. Concomitant device: radiolucent insertion handle frn (part#: 03.033.001, lot#: unknown, quantity# 2). This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).